Event description:
Pt's lead had protruded through the neck incision. The pt had reportedly been on keflex (500mg four times daily) since a week after ncp system replacement surgery for end of service and has been continuously picking at the neck incision since the surgery. Both the lead and generator were explanted. The neck incision was reportedly infected at the time of explant. The pt was started on gentomycin following explant surgery. Re-implant is planned after infection is resolved.